Event description:
It was reported that during yearly preventative maintenance, sensitivity reflected one specific value, regardless of which level of sensitivity was being tested. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, there was intermittent contact between the interconnect flex and the main printed circuit board (pcb). It was also noted that the lower case was broken and contaminated, the ring was loose and bent, the upper case was contaminated, one bail cover was broken and the battery drawer and o-ring were contaminated.